Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.